Event description:
The customer reported while using a hand held intermec barcode wand it read a sample barcode incorrectly as "0508347076" instead of "0500012685". A field service engineer was dispatched and could not duplicate the event. Fse replaced two pole cables in positions 1, 2, 3 and 12 and tip clamp and sleeve in position 1. No death or serious injury was associated with this event.